Manufacturer narrative:
No device malfunction detected. Treatment parameters in line with typical range. Weakness, speech difficulty, and nausea are known sides effect listed in the information for prescribers. According to the physician, the reported side effects of weakness and speech difficulties are associated with the developed hematoma. These symptoms were nearly completely resolved following surgery. The patient had been on anticoagulant therapy, which was not discontinued prior to the procedure. According to the ifp, use of anticoagulants within one month of treatment is a contraindication. It is presumed that the adverse event is not related to the device itself, but rather to the patient's underlying medical condition and the continuation of anticoagulant therapy prior to treatment. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment on the left side for essential tremor on the right side. During treatment patient experienced high blood pressure (over 200bp), and nausea, which was not mitigated by metoclopramide. In addition, team observed that patient is experiencing weakness on right upper and lower limbs, and some speech difficulties. Due to this, a CT scan was made which showed acute hematoma at left hemisphere. The patient underwent surgery to remove the haemorrhage (epidural hematoma). After the surgery, the speech difficulties were resolved but the weakness remained. Four days after treatment, the team shared that weakness is almost fully resolved, but patient is still hospitalized.